Event description:
Hcp reported pump low battery alarm in eary july. Patient came to clinic for loss of efficacy, lack of pain relief, upon refilling, all 18 mls of drug was aspirated. Study was negative and another study showed no roller movement. Pump was explanted or replaced and returned to manufacturer for analysis. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis is not available at the time of this report. A follow-u report will be sent when analysis is complete.